Event description:
The customer reported that the unit fails to power up and has a red x. This reported failure could prevent the unit from powering up.

Manufacturer narrative:
The customer reported that the unit fails to power up and has a red x. This reported failure could prevent the unit from powering up. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.